Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture".

Event description:
Patient's representative reported that patient has been suffering from "significant pain and hardening" since the implantation as well as capsular contracture. This record relates to the left side. The device remains implanted.

Event description:
Patient's representative reported that patient has been suffering from "significant pain and hardening" since the implantation as well as capsular contracture. This record relates to the left side. The device remains implanted.

Event description:
Patient's representative additionally reported "fear of alcl" and "mental impairment." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient representative reported that the patient has been "suffering from significant pain and hardening since implantation" as well as capsular contracture, baker grade unknown. Patient representative later confirmed capsular contracture, baker grade IV and also reported "fear of alcl" and "mental impairment". This record relates to the left side. The device has been explanted.